Manufacturer narrative:
According to the available information the inflatable device was revised on 6/14/2021 due erosion/extrusion. Additional information received indicated the pump eroded through the scrotum. Titan pump, two cylinders and reservoir received. Examination of the returned components revealed no abnormalities that would have contributed to the report of erosion or extrusion. However, because examination of the returned components may not conclusively confirm or disprove the report of erosion or extrusion, quality accepts the physician¿s observations of such as the reason for surgical intervention. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to erosion and extrusion.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. H3 other text : mechanical evaluation would not confirm or refute the reported patient complications.

Event description:
Additional information further reported that the pump eroded through the scrotum.